Event description:
Boston scientific received information that this patient's device eroded from their body. The patient was put on antibiotics and sent home. The patient's device was checked in july and had a single shock with an impedance of less than 20 ohms. The patient stated, they had surgery in july but not sure of the date. They cannot be confident if this was the same day as the less than 20 ohms impedances, but could possibly be due to electromagnetic interference (emi). While the patient was in the emergency room (ER) the device checked out fine with appropriate daily measurements. The thresholds are stable. The patient will be having a replacement procedure in the near future.

Manufacturer narrative:
At this time this device remains in service. Should additional information be received this investigation will be updated.

Event description:
Subsequently additional information was recevied from the local sales representative stating that the entire system was removed from service. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.